Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severely calcified. It was reported that the physician knew no initial access could be gained with a bifurcated stent graft due to the severe calcification of the vessel which could have resulted in tearing the iliac artery. The physician elected to implant an iliac limb first being able to pta the vessel and be able to advance the bifurcated stent graft through the iliac stent graft. The physician advanced the bifurcated stent graft through the iliac limb stent graft, however, during the advancement, the patient's blood pressure dropped. The physician inflated a reliant balloon and deployed two iliac limbs which stabilized the patient's blood pressure. The physician elected to end the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: (arterial trauma/ dissection/ perforation); (severely calcified vessels).